Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1 multifocal (tmf) model zlb00 intraocular lens (iol) was explanted from a female patient¿s right eye as she was unable to read and had expressed dissatisfaction with visual outcome at 2 months post iol implant. Uncorrected visual acuity (ucva) distance was reported to be either 20/20 or 20/25 however, not clear, and patient says they cannot read (j5). At one point, the surgeon proposed that it is probable that a lens exchange and explant will occur. Through follow up it was learned that the iol was explanted and exchanged in a secondary procedure. The replacement lens was a model zcb00. In addition it was noted the patient refracts to plano -0.50 d cylinder however states when a -2.50 d lens is placed in front of their eye, their distance vision and reading significantly improves. The surgeon¿s theory indicated there was a refractive miss and the visual outcome was not optimal as the near portion of the iol is correcting the patient¿s distance. It was revealed the patient previously had lasik to correct for hyperopia (post-hyperopic lasik) and is currently being treated with eye drops for dry eye. It was concluded the patient may have been using the near focal point to correct for distance and vice versa.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.